Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No samples or photos were submitted to the manufacturer for evaluation. Based on an internal investigation and reviewing history records, it was identified that the tube had dryness at the junction of the arterial connector. The potential root cause is the manpower during production; a poor solvent application technique was presented in the line tube. Based on the investigation, the reported defect is confirmed. An approved project is in place to further address issues with bloodline detachment. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "a patient was being treated and during rinse back the staff noticed fluid or liquid on the floor when the staff member looked down, she realized that the venous line had become disconnected from the venus chamber; this was after rinse back. The fluid on the floor was thought to be saline mixed with blood." No injury reported.